Event description:
Boston scientific received information that the patient implanted with this pacemaker and associated right ventricular (rv) lead attended the first device follow-up after the routine device replacement. At this follow-up, the rv pacing impedance measurements were stable, and the pacing threshold measurement was 1.1v @ 0.4ms. The pacing output was programmed to 2.2v and the patient was sent home. After the reprogramming, the patient felt dizzy, but once at home, the patient experienced syncope and collapsed, hitting his head. At the emergency room, the device was checked and loss of ventricular capture was observed. The physician tested the device and loc was observed at 2.6v; the device was reprogrammed to maximum outputs but capture remained intermittent. The patient was brought to the operating room, where an invasive procedure was performed. The setscrews were confirmed to be tight, and the lead was fully inserted into the device header. The lead tested well through the pacing system analyzer (psa), but the physician elected to replace both the lead and device. The lead was surgically abandoned, and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As the lead was surgically abandoned, it is not able to be returned for laboratory analysis. Therefore, no further information concerning this report is expected and our investigation is complete. This investigation will be updated should further information be provided.